Event description:
Medtronic received information that reported immediately post implant of this 19mm aortic bioprosthetic valve, it was reported that a leak around the cuff area was discovered. The severity of the leak was unknown. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported medtronic avalus sizers were used for the implant procedure, as well as the barrel and replica end of the sizer. It was further reported that the replica end of the sizer was used to select the size of the implanted valve. The annus of the vale was not felt to be between two different sizes. The body surface area (bsa) chart was used to size the valve and pledgets were used during the implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.